Event description:
Patient undergoing a transcatheter mitral valve clip procedure. A #6 femoral sheath was placed in his right femoral vein for the procedure. The procedure failed after several attempts so the sheath was removed. Abbott perclose proglide was used to close the femoral site. The first perclose deployed as expected. A second perclose was placed but the suture broke and failed to hold the site closed. Manual pressure needed to be held for 30 minutes to achieve hemostasis. Later a small skin tear was noted lateral to the puncture site and bruising was also noted.